Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report awaiting return.

Event description:
Our affiliate is reporting the following to us: "after using the electrode for a view minutes, the electrode crashed, a little piece of the isolation is damaged. A small part (2mm) of the isolation got lost in the patient and could not be found anymore." They used another same like product to complete the procedure and the not reporting any patient consequences. [In a response to our follow-up questions our affiliate states the following: it was a portion of the black insulation that came off into the patient; surgery delay was less than 30 minutes, and; they do not know if the device was new out of the box or a re-processed and re-used device.] This report is late due to the following; reported to mitek late, the lack of determinable information supplied in the initial complaint to mitek; required follow-up attempts to make determination.

Manufacturer narrative:
The complaint device was received and visually & functionally evaluated: a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Electrically and functionally the device operated as expected; however, visually it can be noted that there is damage to the ceramic insulator at the distal tip, there is a large section of the ceramic missing, scuff marks; indicators of undue high forces during use. We are attributing the root cause for this issue to be technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "after using the electrode for a view minutes, the electrode crashed, a little piece of the isolation is damaged. A small part (2mm) of the isolation got lost in the patient and could not be found anymore." They used another same like product to complete the procedure and the not reporting any patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report; awaiting return.

Event description:
Our affiliate is reporting the following to us: "after using the electrode for a view minutes, the electrode crashed, a little piece of the isolation is damaged. A small part (2mm) of the isolation got lost in the patient and could not be found anymore." They used another same like product to complete the procedure and the not reporting any patient consequences. This report is late due to the following; a) reported to mitek late, b) the lack of determinable information supplied in the initial complaint to mitek; required follow-up attempts to make determination.